Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to their physician due to a potential infection at the implant site of their cardiac resynchronization therapy defibrillator (crt-d). It was noted that a antibacterial absorbable envelope was also implanted with the crt-d. The patient was provided antibiotic treatment and the device and envelope remain implanted and in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to their physician due to a potential infection at the implant site of their cardiac resynchronization therapy defibrillator (crt-d). It was noted that a antibacterial absorbable envelope was also implanted with the crt-d. The patient was provided antibiotic treatment and the device and envelope remain implanted and in use. No patient complications have been reported as a result of this event.